Manufacturer narrative:
The complaint device is not being returned; it was discarded and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The passing pin broke during the operation. The pin was lodged within the knee joint but fixed in position. It took 15 minutes to retrieve the broken portion of the pin from the joint. No portion of the pin was left within the patient. The passing pin was replaced with a competitor product to complete the procedure.

Manufacturer narrative:
The complaint device is not being returned; it was discarded and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device is not being returned; it was discarded and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The passing pin broke during the operation. The pin was lodged within the knee joint but fixed in position. It took 15 minutes to retrieve the broken portion of the pin from the joint. No portion of the pin was left within the patient. The passing pin was replaced with a competitor product to complete the procedure.

Event description:
The passing pin broke during the operation. The pin was lodged within the knee joint but fixed in position. It took 15 minutes to retrieve the broken portion of the pin from the joint. No portion of the pin was left within the patient. The passing pin was replaced with a competitor product to complete the procedure.